Event description:
Reporter noted system displayed an error message after changing from 300mw to 400mw during procedure. Switched to a back-up cryo laser that did not work. Put gas bubble in patient's eye to complete procedure. Stated there was no injury. Prognosis reported as good.